Event description:
Md deployed the essure coil into the right fallopian tube without incident. When the md deployed the coil into the left fallopian tube, it was realized that half of the coils were in the left fallopian tube and half snapped back into the device. Two devices were used, one for the right and another for the left tube.======================manufacturer response for tubal occluder coil, essure (per site reporter).======================we are awaiting a response.